Event description:
Pt presented with painless swelling of 1-2 week duration in area of surgical site. Exploration revealed abscess in area product placed, and loss of bone graft. (Autogenous bonegraft around dental implant in left mandible was covered by product).